Manufacturer narrative:
The device has not been returned to the service center for evaluation and the investigation is still in progress.

Event description:
The user facility reported the grey connector is broken on oer-pro. There was not any patient involvement. No additional information is available at this time. Due diligence is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the field service engineer(fse). The fse visited the user facility and repaired the equipment and the device did not have to be returned. The fse further reported that the connector was reported broken in the oer-pro reprocessing unit. The user facility's nurse manager was unable to provide additional details.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-02140. The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. We confirmed the subject device has not repaired in the past year. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to impact or the gray connector unit became loose and came apart. The cause of the gray connector got loose would be accumulated stress which was added toward direction to get loose or the user hit the connector to something hard. We could not confirm any factor from the design nor structure of the device. We presume it was due to user being added stress toward direction that the connector get loose or the user dropped something hard on the connector, however it is difficult to specify. In case the gray connector becomes broken, and or other abnormality detected to conduct the following inspection as stated in chapter 3.inspection before use 3.3 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.